Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The reported event of an error icon display was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was reevaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.